Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-dependent patient presented for a routine follow-up. Upon interrogation, a message indicated the telemetry was disabled. A firmware was downloaded, telemetry was restored. Upon interrogation same message appeared. The patient would return for further testing.